Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h.10. The company service representative examined the system and observed that the emergency stop switch shutdown had the red light on. The company service representative assisted the customer on resetting the emergency stop switch shutdown to resolve the issue. The system was found to perform as intended. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. There was no issue found with the system itself and it performed as intended. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in an ophthalmic operating console the laser mode was not working. Procedure details and patient impact have not been provided. Additional information has been requested.